Manufacturer narrative:
(B)(4). Additional information: the customer did not return the reported colleague infusion pump to baxter's service facility. Therefore, the reported condition could not be confirmed nor duplicated and an assignable cause could not be determined. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. It is unknown if there was reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.